Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited a fracture. The lead was capped and replaced. The patient was fine post procedure. No additional information was available.